Event description:
Bariatric patient fell through gap in upper and lower bedside rails. Patient position at time of fall was with head of bed elevated. Per report, patient was trying to either grab for an item on the bedside table or sit at edge of bed. In doing so, patient slipped headfirst through the gap, landing on floor with legs caught in bedside railing. After complete assessment patient was found to be unharmed. Patient has history of falls (is currently admitted related to fall) and confusion. Ez wider had been ordered due to patient¿s girth however after fall patient was placed on standard hospital frame and found to be able to position freely. Based on this finding, patient¿s size did not require a bariatric frame. Manufacturer response for bariatric bed, ez wide (per site reporter). Bed removed from service and picked by company representative.